Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: aug 9, 2017: litigation records received. Litigation alleges defective device, physical and mental pain and debility. Update nov 6, 2017: pfs and medical records received. In addition to what was previously alleged, pfs alleges difficulty in mobility and elevated metal levels. After review of medical records for the MDR reportability, it was reported that the patient was revised to address pain. Revision notes reported elevated metal levels, osteolysis, metal line pseudocapsule, metal debris inside the liner and the trunnion of the femoral neck, and weakness. Part/lot information were provided. This complaint was updated on nov 10, 2017.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear. Added account name, lawyer and law firm, associated contacts. Updated pateint identifier, remove expiration date, product experience code. Doi: (B)(6) 2008; dor: (B)(6) 2017 (right hip).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Aug 9, 2017: litigation records received. Litigation alleges defective device, physical and mental pain and debility. Update nov 6, 2017: pfs and medical records received. In addition to what was previously alleged, pfs alleges difficulty in mobility and elevated metal levels. After review of medical records for the MDR reportability, it was reported that the patient was revised to address pain. Revision notes reported elevated metal levels, osteolysis, metal line pseudocapsule, metal debris inside the liner and the trunnion of the femoral neck, and weakness. Part/lot information were provided. This complaint was updated on nov 10, 2017.